Manufacturer narrative:
Lot - unknown as not provided by reporter, expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.

Event description:
The hydrophilic coating caused the patient to have a skin abscess / reaction following a radial outpatient access procedure. The patient came back to the facility as there was an abscess on the patient's wrist. At this time it's believed that the patient has been referred to their regular doctor for treatment (however this had not been confirmed).